Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle hub was found with sharp protrusions during the injection. The following information was provided by the initial reporter: "consumer reported finding the collar at base of the needle to not be flat and wife feels this base when he is injecting the pen needle. Using ozembeck."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned (6) 4mm, 32g pen needles (4 open without the tear drop label or inner shield, 2 sealed) from lot # 2013464 and (1) sample that is not a bd/embecta product. Customer states that the hub has molding defects. All bd/embecta products were examined and no defects were observed on any of the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle hub was found with sharp protrusions during the injection. The following information was provided by the initial reporter: "consumer reported finding the collar at base of the needle to not be flat and wife feels this base when he is injecting the pen needle. Using ozembeck"